Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedances measuring above 200 ohms on the right ventricular (rv) lead channel. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
Correction to section e: initial reporter.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedances measuring above 200 ohms on the right ventricular (rv) lead channel. The physician opted to continue to monitor the system. No adverse patient effects were reported. This system remains in service.